Event description:
Customer reported the system is displaying white images and will not x-ray after screen saver comes on. No pt injury was reported.

Manufacturer narrative:
It is unk if the system has been evaluated by a ge rep. This MDR is related to ge healthcare complaint.